Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced sensor failure during the wearable warm-up period. Upon sensor removal, the sensor wire was missing from the wearable. He went to an urgent care clinic to evaluate for possible retained wire, and an x-ray was performed which showed the sensor wire was not retained under the skin. The patient did not experience any symptoms at the site but received a prescription for an oral antibiotic prophylaxis (cephalexin 250 mg for 10 days). At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.